Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they patient had constant issues with their bladder. The patient reported that the loss of effect with the constant issues with their bladder started when they had their old unit (their first ins), and it was back in october or (B)(6) 2017. The patient had since had a replacement and the issue was ongoing. The patient reported they had been back to the doctor multiple times to change settings. No further complications were reported.